Manufacturer narrative:
The hill-rom technician found the left foot brake caster inoperable. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on this bed. The technician replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating when the brake is applied the left foot caster ratchets and does not hold. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).